Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump alarm was heard on (B)(6) 2010. The alarm was of three tones and rung ¿frequently.¿ the doctor did not input low reservoir alarm as 2ml when the pump was programmed. During a medication refill, the expected remaining drug on the programmer showed 0ml, however the actual remaining drug was 0.5ml. The infusion rate was said to be ¿within 2.8%.¿ the programmer was updated and the low reservoir alarm volume was changed to 2ml. The patient was recovered at an assessment on (B)(6) 2010. Per the reporter, the event was unrelated to the investigational drug and catheter and unknown in relationship to the pump. There were multiple dose adjustments and refills made for spasm control noted. There were no missed medication refills noted, nor were there any abnormal infusion rates observed. The pump was programmed to deliver ¿550ug/day.¿ the patient was started at a daily dose of 100 mcg, but was up to 550mcg/day by (B)(6) 2011. The patient's spasms had been extremely strong ¿since the beginning.¿ screening was said to be performed up to 100 mcg. It was said the internal tube and catheter were filled with gabalon intrathecal.